Manufacturer narrative:
Device manufacture date. Monitor (B) (4). Battery (B) (4) - 06/2008. Battery (B) (4) - 10/2007. Device eval summary: device evaluations of monitor (B) (4) and battery packs (B) (4) and (B) (4) have been completed. The cause of the monitor not powering up was liquid ingress into the j300 jtag connector (dsp programming port) which, in turn, damaged the dsp processor u300 on the computer/analog pca. The source of the liquid ingress has not been positively identified but may be due to a leaking battery cell in battery (B) (4). The root cause of the leaking battery cell cannot be positively identified. The pt's second battery (B) (4) was fully functional. However, the connector shell was damaged, likely due to a drop onto a hard surface. No adverse effects resulted from the monitor malfunction. Pt received a replacement monitor and two batteries.

Event description:
A (B) (6) male pt contacted lifecor support services to report a problem with his device. Pt reports that when he awoke the lcd screen on his monitor was blank. The pt attempted to use his other battery pack but the device would not power up. The pt's monitor and both battery packs were replaced. There was no alleged deficiency with the battery charger, but it was replaced for pt confidence.